Event description:
It was reported that the pcus had shut down without alarm between 5am and 6am. Error 121.2000 was found in the error logs. There was patient involvement, but no patient harm.

Manufacturer narrative:
Omit: other occupation, c21 - results pending completion of investigation, b21 - type of investigation not yet determined, d16 - conclusion not yet available. Correction: medical device catalog #, unique identifier (UDI)#, medical device serial#, medical device model#, initial reporter occupation. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue where the units shut down with power surge was confirmed and the system error code 121.2000.2 was replicated during laboratory testing. However, the laboratory testing that produced the reported error was beyond the voltage specifications of the 24v switching power supply. The review of the error log the pcu showed that error code 121.2000.2 occurred on (B)(6) 2024 at 5:14:36 pm. The review of the battery and event logs of the suspect pcu showed that the device switched intermittently between ac power and battery on (B)(6) 2024 at 5:14:36 pm. When a pcu is subjected to voltage dips that do not meet the requirements of the switching power supply, the changing voltage can be misinterpreted by the pcu's software as the device being repeatedly plugged in and unplugged from ac power. As a result, the software may turn the ac and battery lights on and off on the pcu's front panel, causing them to flicker rapidly due to the quick succession of events. The pcu was not designed to handle this situation in a prolonged condition, and as a result, the system responded by writing many alternating messages to the battery log (ac_power_on & ac_power_off). When the reported error is generated, the system records the error message ¿communications failed¿ to the battery log, with the details listed as ¿failure = psp transmit overrun¿ and an error code of ¿121.2000.2; failure = comm failure is written to the error log. Replicating the error event only occurred when the input voltage was far outside the bd alaris system design requirements for ac power input. Testing though showed that the pcu power supply and battery is within specification. Per the bd alaris system error tipsheet, when a system error occurs, operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue units shut down with power surge is due to system error 121.2000.2 being attributed to an intermittent ac input voltage drop which is suspected to have been below the bd alaris system minimum ac voltage specification. It was reported at the time of the incident the facility had a power surge.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcus had shut down without alarm between 5am and 6am. Error 121.2000 was found in the error logs. There was patient involvement, but no patient harm.